Event description:
It was reported that during a surgical procedure using the coblator ii surgery system, the volume knob on the controller could not be adjusted and was stuck in a high audible tone position. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt's age and gender have been requested but are not available.